Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump settings may be wrong. The customer indicated that the fill cannula amount should be set at .3 instead of 3.0 and the customer changed it to the correct amount. The customer's blood glucose reading was between 39 mg/dl to 66 mg/dl at the time of incident. Troubleshooting found that the customer's doctor changed some of the settings yesterday. No further details were given.